Event description:
It was reported by service report that the timing link was broken in half and sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.